Manufacturer narrative:
On (B)(4) 2015 a medtronic representative performed a navigation system check-out, all on (B)(4) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a s1 spine procedure, the surgeon alleged the k-wire was placed 3 millimeters above where the projection was showing. The surgeon took a second spin to confirm wire placement and used the imaging system to confirm the location of the screw placement. The medtronic representative noted that the frame did not move and the tracker was tight on the drill guide. The surgeon continued the procedure completed with the use of the navigation system. Delay in therapy was five minutes. There was no impact on patient outcome.